Manufacturer narrative:
(B)(4). The ge service rep replaced the left monitor. The system operates as intended.

Event description:
The customer reported that the left monitor became dark during a pain management injection. No patient injury was reported.